Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. The cause for the test failure was an open resistor, r781. The root cause of the open r781 resistor cannot be positively identified but investigation into similar events has determined that the damage to the r781 resistor is consistent with non-lifevest external defibrillations and the reported efforts by ems. Device evaluation of electrode belt sn (B)(4) was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any electrode belt malfunction related to the defibrillation event. Device manufacture date: monitor, sn (B)(4). Electrode belt, sn (B)(4): 03/2013 - reuse.

Event description:
A united states distributor contacted zoll to report that a pt passed away on (B)(6) 2015. The pt experienced a treatment event. The pt was at home at the time of the event. The pt reported that he felt lightheaded and lost consciousness. A grand-daughter and her fiance were witnesses to the event. The pt received four appropriate treatments for ventricular fibrillation (vf) at 14:59:36, 15:00:29, 15:03:16, and 15:31:16. The post shock rhythm of the first treatment was asystole to recurrent vf. The post-shock rhythm of the second and third treatments was asystole. The post-shock rhythm of the fourth treatment was bradycardia at 20 bpm with pacemaker spikes. Post-shock asystole is an expected, low-frequency complication of defibrillation. At 15:31:42 a non-treatable rhythm was detected and the electrode belt was disconnected at 16:09:21. The device was shutdown at 16:29:07. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. Ems responded and began resuscitation efforts. The pt passed away on (B)(6) 2015.